Event description:
It was reported by service report that the bed was difficult to be moved/transported. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Delaminated caster.